Event description:
A dialysis home pt's wife reported a system error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt's wife noted the pt's transfer set inadvertently became disconnected from the pt line of the homechoice set while he was sleeping. The home pt's wife was not certain if that connection was secure when the pt began therapy. The following day the pt went to the unit to receive prophylactic antibiotics. No pt injury was associated with this incident per the home pt's wife.